Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The customer was provided a replacement power supply set to resolve. Based on this information no further actions are required. Although there was no reported injury with this event, if the report of a damaged power supply with exposed wires were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Customer reported physical damage. There is a break in the power supply with exposed copper wires. There was no injury reported. This incident was captured under hillrom complaint ref # (B)(4).